Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site, where the reported internal leakage test during pre-use check was confirmed. During troubleshooting, the pressure transducer printed circuit board (pcb) was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Evaluation of the received test logs confirmed the reported issue at date of the event. The replaced pcb was returned for further investigation. Visual inspection of the returned part revealed no abnormalities. The part was first placed into a reference ventilator for simulated use testing, where they passed multiple pre-use checks. After this, the returned part was placed in the test ventilator, and the device passed several pre-use checks. Following this, ventilation was successfully performed for several days without generating any alarms or errors. After ventilation, several pre-use checks were conducted, all of which passed. The reported issue could not be reproduced at the manufacturer site; therefore, a definite root cause cannot be established at this moment.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).